Event description:
A surgeon reported following a glaucoma filtration device implantation that the shunt is touching the iris. There is no harm reported to the patient. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: no data regarding product identity was received i.e. No lot or serial number was indicated for the event; therefore, the device history record (DHR) could not be reviewed. There was no sample returned, therefore the condition of the product could not be verified. The shunt remains implanted in the eye. Additional information has been requested. (B)(4).